Event description:
Unit tested for blood and yeast in water tank above the water line. The customer is stating that they are following our water bath protocol as laid out in the one yr maintenance procedure. However, it was noted that this unit was discolored by the staff; when testing they found the unit to contain both red blood cells and yeast. The complaint is generated because the customer has claimed that they follow our protocol and that these levels should not exist. Their concern comes from the fact that it was found above the water line which they feel cannot be treated by the water bath protocol. No adverse events reported since last routine maintenance.

Manufacturer narrative:
We are anticipating the return of the unit involved with this report. Upon receipt of sample, and completed investigation, a f/u report will be submitted.